Event description:
It was reported that the patient would ¿most likely¿ have a full revision to replace the battery and leads due to out of range imped ances. It was not known whether therapy was affected. Additional information received reported that ¿all old product¿ was explanted and replaced. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3487a-45, lot# j0519613v, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 377845, lot# v019174, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type extension; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type extension; product ID 3487a-45, lot# v015146, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead. (B)(4).